Event description:
It was reported that, "the initial surgery was a patella femoral surgery that was non stryker. Then a total stryker knee replacement was performed on 10-3-2011. Due to low range of motion, the surgeon went in to perform a soft tissue release and decided to exchange a well fixed insert."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.